Manufacturer narrative:
The explanted lead was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead presented to the hospital after receiving shocks from the device. Upon review, the pacing impedance measurements were high, out-of-range at greater than 2,500 ohms. There were over 100 stored events showing noise that was oversensed in the arrhythmia logbook. Shock therapy was programmed off and the patient remained in the hospital pending a lead revision. Two days later this lead was explanted and replaced. No additional adverse patient effects were reported.